Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred during basal delivery. Customer closed the alarm and during bolus delivery, the alarm reoccurred. Blood glucose (bg) was in the upper 200 mg/dl range; ketones were present. Customer changed pump supplies. Customer was not feeling well and went to the emergency room (ER). Customer was treated with intravenous insulin and fluids. Bg lowered to 100 mg/dl range; customer was feeling better. Customer admitted to the hospital for elevated bg/diabetic ketoacidosis (dka) and ER treatment was continued. Elevated bg/dka were resolved. Customer was discharged on (B)(6) 2018 with no permanent injury.

Event description:
Customer has been in contact with a healthcare provider and will be monitoring pregnancy. Reportedly, customer changed the type of infusion set used. No further assistance from tandem technical support was required.